Event description:
The davinci tip cover accessory had holes in it. This was discovered prior to use, and the lot was pulled from the shelf and returned to the manufacturer for credit. Had it been used, the potential existed for there to be arcing.